Event description:
It was reported that during catheter insertion, the physician was unaware that a piece of the sheath had broken off and been retained. The 5cm piece of sheath was later retrieved. Additional text from the user facility report: in 2008, bioflex tesio catheter placed. In 2009, catheter removed, unaware that a piece of the sheath had broken off and been retained. Four days later, 5 cm piece of sheath removed.

Manufacturer narrative:
The device sample was not available for evaluation. The facility was contacted and was unable to provide the lot number of the kit. Without the lot number, the manufacturing records of the device could not be reviewed. Without evaluating the device involved in the complaint, we are unable to determine the cause or factors which contributed to this event. Additional information from the user facility report: catheter, lot# mbdm 200. Explant date: 2008, event date: 2009. Date of aware of event: 2009.